Event description:
It was reported that the patient incorrectly entered a bolus of 53 grams when they had meant to enter only 5 grams. As a result, the patient went to the hospital on (B)(6) 2026 to seek treatment. Patient reportedly passed out at dinner due to low blood glucose level. Exact blood glucose level was not reported. Details regarding treatment were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.4. Hardware: iphone17.3. Cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.